Event description:
Related to MFR report # 2183959-2010-00354; related to MFR report # 2183959-2010-00356. It was reported that a miniarc mesh device was implanted to treat for "pelvic organ prolapse" and has allegedly caused the patient, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
The miniarc sling is intended for use in the treatment of female urinary stress incontinence resulting from urethral hypermobility and/or intrinsic sphincter deficiency (isd). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.